Event description:
Clinician reports that the table kept tilting with patient on the table. Error codes 1048 and 220 c reported. Evaluation required to determine the issue.

Event description:
Clinician reports that the table kept tilting with patient on the table. Error codes 1048 and 220 c reported. Evaluation required to determine the issue.

Manufacturer narrative:
Per the information obtained from the investigation and device evaluation, minor issues were found pertaining to caster locking mechanism and device battery but none of these issues are understood to have caused or contributed to the reported tilt issue. There is a remote probability of tilt lock not being applied for a brief moment when the patient was on the table but there is no evidence that indicates that. The root cause of this incident is thus deemed to be inconclusive.